Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter has alleged that the patient sadly passed away. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. The device was returned to a third-party service center. The technician confirmed no fault found and passed all tests.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer was contacted in reference to the dreamstation st30 device. The reporter has alleged that the patient sadly passed away. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. The technician confirmed no fault found and passed all tests. The device was scrapped. Section "adverse event/product problem" in box b, " (device) problem code grid (1)" in box h was incorrect. In this report section "adverse event/product problem" in box b, " (device) problem code grid (1)" in box h has been updated/corrected.